Manufacturer narrative:
The farawave pulsed field ablation catheter has been received at boston scientifics post market laboratory where it is awaiting analysis.

Event description:
It was reported that during product preparation of the farawave catheter it was realized that the luer connection on the proximal end of the catheter was damaged. The catheter was replaced, and the procedure was completed successfully. The farawave pulsed field ablation catheter has been received at boston scientifics post market laboratory where it is awaiting analysis.

Event description:
It was reported that during product preparation of the farawave catheter it was realized that the luer connection on the proximal end of the catheter was damaged. The catheter was replaced, and the procedure was completed successfully. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and dissection. No outer abnormalities were observed. No visual damage was noted on the luer. A guidewire was inserted through the catheter, and the device was deployed to basket and flower without difficulty. Subsequently, flushing was tested through the irrigation line. Flushing was functional in all deployment states. The catheter was dissected to have a closer look at the flush tubing. No damage or abnormalities were found. The reported clinical observations were not confirmed by the analysis results.